Manufacturer narrative:
The facility did not see any reason for the esu to be sent to erbe for an evaluation because it was reported that the generator is working fine. No anomalies were found in the device history record (DHR) of the involved device. In conclusion, no problem with the generator is suspected to have caused or contributed to the reported event. Most likely, there were many factors involved in the reported event including the disease state of the patient (i.e., large difficult polyp to remove.). Another factor involved the incompatibility in regards to the size between the active cord and snares used. Delivered output from a snare may be inconsistent if the connection of the accessories is not secure. Nonetheless, no conclusive determination could be made as to the cause of the incident. To address the situation, the account is ordering a compatible size active cord. The involved medical personnel are being made aware of the findings. Erbe USA, inc. Is now closing the file on this event. Per the hospital, esu is working fine.

Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a patient incident. A colonoscopy was being performed to remove a large polyp (8 cm). The settings were forced coag mode, effect 1, 25 watts. The polyp was very difficult to remove and the plastic on the snare melted. Several snares were tried. Additionally, the connection between the active cord used and the snares was not secure. Nevertheless, upon the polypectomy, the patient was released. Later that evening the patient went to the emergency room (ER) and a micro-perforation was detected. The patient was treated with antibiotics and is doing well. The facility further reported that the active cord used was not the compatible size with the snares.